Event description:
The customer reported that the system intermittently displayed communication error messages that prevented the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu board was replaced. The system was then found to be operating as intended.